Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed the right ventricular lead was over-sensing crosstalk and had decreased r-wave amplitudes. No changes were made. The patient was stable.